Event description:
It was reported that stent damage occurred. The 92% stenosed, 2.75-3.5mm x 30-32mm target lesion was located in the severly tortuous and moderately calcified left circumflex artery. A 3.00 x 32 synergy ii drug-eluting stent was advanced for treatment. However, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00mm x 32mm stent delivery system was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. It was confirmed that the device was a bsc synergy ous mr 3.00mm x 32mm device including hypotube, shaft polymer extrusion region, distal shaft, balloon and stent (including stent strut confirmation) and tip were consistent in appearance with a bsc synergy device. The crimped stent length and crimped stent diameter of the returned device were consistent with a synergy ous mr 3.00mm x 32mm stent. Examination of the stent identified stent damage. Stent damage with struts on the distal end and struts along mid-section lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The overall stent length was also measured and was within the crimped stent length tolerance range as. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found a hypotube break 2.2cm proximal to distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 2.75-3.5mm x 30-32mm target lesion was located in the severly tortuous and moderately calcified left circumflex artery. A 3.00 x 32 synergy ii drug-eluting stent was advanced for treatment. However, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that during removal from the patient's body, the hypotube was cut off intentionally to easily remove from the patient.